Manufacturer narrative:
The report that the device was ¿inoperable¿ after MRI was confirmed. Analysis of the device found the inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. Once the device has entered into the service application state, the cp will be inhibited from programming the device into the therapy application state. Analysis of the returned ipg found the device entered the service app state 08june2024. As received, the device was not in MRI mode.

Manufacturer narrative:
Correction to h6. The report that the device was ¿inoperable¿ after MRI was confirmed. Analysis of the device found the inability to communicate between the clinician's programmer and the implantable pulse generator was due to the device entering the service application state. Once the device has entered into the service application state, the cp will be inhibited from programming the device into the therapy application state. Analysis of the returned ipg found the device entered the service app state 08june2024. As received, the device was not in MRI mode.

Manufacturer narrative:
The report that the device was ¿inoperable¿ after MRI was confirmed. Analysis of the device found the inability to communicate between the clinician's programmer and the implantable pulse generator was due to the device entering the service application state. Once the device has entered into the service application state, the cp will be inhibited from programming the device into the therapy application state. Analysis of the returned ipg found the device entered the service app state 08june2024. As received, the device was not in MRI mode.

Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2024 where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the ipg was inoperable and unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.